Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one of the leads was using too much battery for this cardiac resynchronization therapy pacemaker (crt-p). Additional information obtained from the field which indicated that normal xray was found and no other clinical observation observed. The device remains in service. No adverse patient effects reported.